Event description:
Boston scientific received information that during lead testing the clinician noticed large amplitude on the right atrial (ra) channel. It was believed that the right ventricular (rv) lead and right atrial (ra) lead were reveresed in the header ports during the recent device change out procedure. The device was programmed to aai until the lead revision. Subsequently a revision procedure was performed where the leads were successfully re-located into their respective ports. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.